Manufacturer narrative:
(B)(4)

Event description:
Embolization of an anterior communicating branch with proximal vessel closure of left pericallosal artery. On (B)(6) 2014, the patient underwent onyx embolization treatment. During the onyx injection, the marathon catheter ruptured at approximately 7cm from the distal tip. No patient injury was reported as a result of the procedure.same event as MDR# 2029214-2014-00386.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4).